Manufacturer narrative:
Result: power cord partially disconnected from litter.

Event description:
It was reported by service report that there was no power to the bed. There was patient involvement. However, no adverse consequence were reported.